Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported no capture was observed following multiple repositioning attempts. The lead was not used, and a different one was implanted instead. Patient was okay.